Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant the phacoemulsification (phaco) handpiece got hot and had intermittent phaco power. The handpiece was exchanged and the surgery was completed with no harm to the patient.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The phaco handpiece was connected to a calibrated resistance breakout box, where the output and input impedances were found to be within specification, but an electrical short circuit was observed between the high and low electrodes. The returned phaco handpiece was then connected to a calibrated system, where it passed tuning, but displayed system message (sm) [u/s hp failure - handpiece voltage low (short circuit).] During a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to fail to meet product specifications. Disassembly of the phaco handpiece revealed that the crystal stack was fused together, causing the observed failure mode. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer internal reference number is: (B)(4).